Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt was needing an MRI this morning did not know their registration information or did not have their controller. Pt had their ins turned off since they were going to get it removed. Pt wanted to know if their registration could be faxed to their MRI facility. Agent reviewed MRI guidelines with pt. When the pt got implanted in 2022 the ins worked great for 2 or 3 months then it was no longer working or relieving their pain. Pt said it felt like had a rock in their back and irritated them 24/7. Pt met with a rep or a tech had their hcp office who reprogrammed the ins and changed settings then said to give it 90 days to see if it would work before removing the ins but it did not work. Agent reviewed an option to figure out if they can get an MRI was to charge the ins and enter MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.